Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42105220310 articular surface medial congruent (mc) right 10 mm height lot# 64323802, MDR: 3007963827-2022-00227. 42502005802 femur cemented cruciate retaining narrow rt size 5 lot# 64184180, MDR: 3007963827-2022-00228. 42540200029 all-poly patella cemented 29 mm diameter lot# 64561114, MDR: 0002648920-2022-00186.

Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, 2 years 7 months post procedure, the patient has been experiencing severe pain all the time, swelling, stinging/burning sensation around the knee, loss of balance and the knee feels heavy like there is a weight around the knee when walking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.